Event description:
During a pta/stenting treatment procedure, the ultra thin balloon catheter became stuck on the introducer sheath when withdrawn from the patient. The patient was asymptomatic during this event. The lesion being treated was a calcified lesion in the right lliac artery. The ultra thin balloon was placed in the left lliac artery to secure the vessel for stent placement in the right lliac artery. They physician used a 5fr terumo introducer sheath for vascular access. The ultra thin balloon catheter and the terumo introducer sheath were removed as one unit, and the procedure was completed successfully. Patient status is reported as 'good'.